Manufacturer narrative:
Title: percutaneous paravalvular leak closure after corevalve transcatheter aortic valve implantation using an arterio-arterial loop citation: journal of thoracic disease (2017) 9(2):e103-e108 (doi 10.21037/jtd.2017.02.41) authors: rodrigo estévez-loureiro et al. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review of an (B)(6) male patient with severe aortic stenosis who underwent implant of a 29mm medtronic corevalve (serial number not provided). During the implant, severe paravalvular leak (pvl) was noted and a post-dilation balloon aortic valvuloplasty (bav) was performed. Moderate pvl remained. Three months after the valve implant, symptoms of heart failure were noted. Transesophageal echocardiogram (tee) revealed severe pvl with severely impaired left ventricular function. A vascular plug was percutaneously delivered to treat the 10mm crescent-shaped pvl. The pvl was reduced to mild. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.